Event description:
Info received indicated that while on battery power (manual control), the battery light was on, however, the manual functions would not operate.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.